Manufacturer narrative:
The distributor reported that following a drop, the AED displayed a persistent service code. Based on the error, the device was recommended to be removed from service and returned for evaluation. Upon receipt, bench testing was conducted, which confirmed the AED was unable to power on. Further investigation identified a loose connection involving an integrated circuit chip.

Event description:
An international distributor reported that their customer's AED would not power on. They reported that this did not occur during patient use.